Event description:
Dealer drop shipped a rollator to the customer and allegedly the seat was cracked when taken out of the box. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 68100-ta serial number/date code unknown has an unknown age. This was an "out of the box failure". The user manual part number (B)(4) was issued with this device.